Manufacturer narrative:
The reported events of no sensing, no capture, and low pacing impedance were confirmed. As received, a complete lead with a stylet inserted was returned in one piece. X-ray examination showed that the inner coil at the connector region was over-torqued, which was consistent with procedural damage. Conductor shorts were noted in this region due to the over-torqued inner coil. The cause of the reported events was isolated to the over-torqued inner coil at the connector region consistent with procedural damage.

Event description:
During an implant procedure, episodes of loss of capture, loss of sensing, and low pacing impedance were observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.